Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a loose connection between the transfer set and the patient line of the homechoice cassette which resulted in a leak. This occurred during drain four of peritoneal dialysis therapy. The patient reported that they had accidentally pulled on the patient line "hard" and then noticed that the connection of the transfer set to the patient line was wet and loose. Renal therapy services (rts) assisted with ending therapy and advised the patient to contact their nurse regarding missed therapy. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.